Event description:
A malfunction alarm identified as malf 9 was reported, but no significant events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump as normal. The customer was advised to call back if the malfunction reoccurred.